Event description:
It was reported that an intraocular lens (iol) was partially inserted in the patient's left eye. Was noted to be removed and replaced during the same procedure due to scratched iol and iol was stuck in cartridge. There was no incision enlargement, no vitrectomy and no sutures performed. Procedure successfully completed using back-up iol. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was determined that the suspect zcu150 lens reported in the initial report was incorrect as it should be a concomitant product. The inserter (handpiece) was the correct suspect product. And since suspect inserter was unknown we will default to compatible inserter made by duckworth and kent who has the responsibility of reporting the event. A correction MDR/supplemental submission of report being performed to downgrade the reporting decision indicated in the initial report. Duckworth and kent manufacturer notified of event. Based on this information, we are no longer considering this event as reportable. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.